Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient had acute hypoxic respiratory failure requiring a high-flow nasal cannula (hfnc) to administer nitric oxide. A chest x-ray showed mild pulmonary edema bilaterally, which was likely also a component of atelectasis. On (B)(6) 2021, it was noted that the patient had a supratherapeutic international normalized ratio (inr). They had an inr of 4.5 then 5.0. Coumadin was held. On (B)(6) 2021, the patient had a subtherapeutic inr of 1.4 and heparin was administered. The patient tested positive for covid (B)(6) 2022 after an episode of low-grade fever and a cough. The patient was started on remdesivir. It was noted that the patient had thrombocytopenia. Platelet count had been decreasing from 138 since (B)(6) 2021 and was as low as 79 on (B)(6) 2021. Results had fluctuated and the patient had a positive test for heparin-induced thrombocytopenia (hit) but serotonin release assay (sra) was negative as of (B)(6) 2022. Heparin was discontinued on (B)(6) 2022 per recommendation of cardiothoracic surgery due to the patient's inr rising above the goal of 1.6.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure and patient conditions could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.